Manufacturer narrative:
(B)(4): additional information: the customer reported to baxter (B)(4) a y-type blood/solution set with standard blood filter in which the filter became detached from the rest of the tubing. The condition occurred before patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. Correction/additional information. The sample was not returned for evaluation. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a y-type blood/solution set with standard blood filter in which the filter became detached from the rest of the tubing. It is unknown when this condition occurred or if there was any patient involvement. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.